Event description:
It was reported, the pt had a cardiac arrest at the end of the implant procedure. The incision was closed, and the pt was taken to the ER where he was revived and was hospitalized, stable, alert, and oriented. Chest x-rays were taken due to CPR and possible rib fracture; they were negative, and the pt was released the same night. F/u on (B)(6) 2011 found the pt was well, except some chest pain from the CPR. The scs system was turned on and the pt was receiving effective coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.